Event description:
It was reported that devices were used during a laparoscopic assisted vaginal hysterectomy. The outer seals are torn. The seals were replaced as they were causing pneumo loss. There was no patient consequence.